Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device upgrade procedure it was noted that the left subclavian was occluded by the right ventricular (rv) lead. The lead was capped and the device system was implanted on the right side. No further patient complications have been reported as a result of this event.